Event description:
It was reported that the patient's mother declined technical support regarding a previous hospitalization and stated she did not remember the details, with the event occurring approximately two months prior. No additional information was received regarding the outcome of the event.